Event description:
Report received from abbott international affiliate (abbott canada) of a tubing set that allowed air flow toward the pt. A pt was receiving an infusion of aggrastat therapy for angina at 17 ml/hour. At some time after the start of the infusion, the clinician noticed approximately 5 inches of air bubbles between the cassette and the distal pt IV site. The clinician disconnected the line, cleared the air, and reconnected the tubing. 85 minutes later, when the clinician went to check the pt, she again noticed air in the line between the cassette and the distal pt IV site. There was no reported "air in line" alarm. The clinician then changed the tubing set-up and the infusion resumed with no further problems. When the clinician removed the tubing set, she noted that both the cassette and the cassette holder were wet. There was no reported adverse pt effect.